Event description:
It was reported that the surgeon began to add the introducer and start cannulating in the fem. When the device could not go in. He then tried to pull out the device and found that the tip was missing. Attempt was made to look for the tip; however, the tip was not found and was left in the patient. Doctor ended up cannulating in the chest instead. Patient was reported to be in good condition at this time.

Manufacturer narrative:
Device not returned.